Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented to the clinic complaining of chest pain three days post-implant. After x-rays and an echocardiogram, it was observed that the rv lead had penetrated epicardium, and the patient underwent a chest tube drainage thoracoplasty that resulted in 500cc of blood being drained. The rv lead was successfully repositioned. No additional adverse patient effects were reported. The lead remains implanted and in service.